Event description:
It was reported concerning the hospital's six small fragment instrument and implant set graphic cases. The divider at the bottom of each case has a plastic coating. After six years of use, the coating is chipping after serialization. This report is 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The manufacturing evaluation was performed. (B)(4).